Event description:
The surgeon implanted a tonic silicone lens model aa4203tl and the haptic broke during implantation. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.